Event description:
Pt had an auto accident approx 1 year ago and had a morphine "pain pump" implanted. Pump has not worked since being implanted, pt getting no pain relief. Pump also "sticks out from the abdomen". Pt has requested to have pump explanted, but doctor refuses stating pt would go into withdrawal. Device remains implanted.